Event description:
It was reported that the patient experienced intermittent occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. The customer changed the cartridge and infusion set resuming insulin therapy.